Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing without pacing inhibition, and high pacing impedance measurements of greater than 2,000 ohms. A surgical revision was performed and the lead was extracted and replaced. During the extraction of the lead, the yoke was removed, the styled could not be removed and the lead was noted to have been severely damaged during explant. No additional adverse patient effects were reported.